Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). Not returned by attorney.

Event description:
It was reported by the patient's legal counsel that the patient underwent a left hip revision procedure approximately thirteen years post-implantation due to patient allegations of pain, tissue damage, necrosis and metallosis. The modular head, acetabular cup and taper adapter were removed and replaced with a biomet head and taper adapter and a competitor cup. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 1 states, "material sensitivity reactions." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-03660 / 03661).

Event description:
It was reported by the patient's legal counsel that the patient underwent an initial total hip arthroplasty on (B)(6) 2004. Subsequently, the patient was revised on (B)(6) 2014 due to patient allegations of pain, tissue damage, necrosis and metallosis. The modular head, acetabular cup and taper adapter were removed and replaced with a biomet head and taper adapter and a competitor cup. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow up report is submitted to relay corrected and additional information received. A follow up MDR will be submitted once the investigation is completed.